Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, the left bundle pacing lead exhibited episodes of oversensing which resulted in pacing inhibition. The lv sense configuration was reprogrammed to lv bipolar sensing. The patient¿s condition was good. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".